Event description:
The day following the procedure, the patient had a non q-wave myocardial infarction. There was not treatment given and the event resolved without sequel. The patient was enrolled in (B)(4) study with a de novo, type b1, 70%lesion in the proximal circumflex. The lesion was 15mm in length with a 3mm vessel diameter. A 3.0 x 18mm cypher stent was implanted at 14atm.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
A (B)(6) female from the cypress study experienced a non q-wave myocardial infarction the day following implantation of a cypher stent. There was no treatment given and the event resolved without sequel. The patient's medical history includes hyperlipidemia, weakness, syncope, hypertension, chronic pulmonary disease, major bleeding, renal insufficiency, allergies to sulfa, gastrointestinal bleed, peptic ulcer disease, lower back surgery, spastic colitis, carotid endarterectomy and cancer. The patient was enrolled in the cypress study with a de novo, type b1, 70% lesion in the proximal circumflex. The lesion was 15mm in length with a 3mm vessel diameter. A 3.0 x 18mm cypher stent was implanted at 14atm. The patient was diagnosed with a non q-wave myocardial infarction the following day. No re-pci was conducted as thrombus was not suspected and the event resolved without sequel. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to myocardial infarction diagnosis. Based on the information provided, there are possible patient, vessel and inherent risk of procedure factors that may have contributed to this event.